Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. No additional information was provided by the customer. There was no reported adverse impact to the customer¿s blood glucose level.